Event description:
The hygienist reported that the patient had been in a reclined position in the dental chair for approximately one hour for the dental treatment. Upon returning the patient to an upright position, significant swelling was observed in the face and neck. The patient was subsequently transported to the hospital. A CT scan was made and air inside of her tissue from her sternum up to her face was diagnosed. The patient was reported as being put in intensive care unit, (ICU).